Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hypoglycemia and hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warnings: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient hit her head, had to crawl to the neighbor to get assistance with blood glucose (bg) reading at 35 mg/dl. The ambulance came and treated the patient with a manual injection of glucose. She also has cardiac problems and is currently on dialysis. She was taken to the hospital and her bg rose to 140 and 83 mg/dl. The patient's omnipod personal diabetes manager (pdm) was no longer turning on.